Event description:
Cotton ball used in covidien iodoform packing strips packaging was unknowingly placed in pt with the packing strip. When packing strip was removed from pt for wound vac placement, cotton ball was not visualized-believed to have travelled deeper, but was found when infection was cleaned and cotton ball was removed after wound vac used to assist wound healing. Cotton ball not sent to lab, was removed in physician office. Dose or amount: small cotton ball, frequency: 1, route: packed with packing strip. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: pacemaker adjustments. Is the product compounded: no. Is the product over-the-counter: no.